Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the transesophageal echocardiography (tee) images were obtained. The venous access on the right femoral vein was performed. Once transeptal puncture was performed there was a drop in blood pressure. The anesthesia staff alerted the physician and then asked for the tee physician to look for an effusion. Once the effusion was confirmed, protamine was administrated to reverse the heparin. Pericardiocentesis was performed by the physician and the vital signs returned to normal. The patient received blood transfusion and was stabilized in the catheterization laboratory and sent to recover in the intensive care unit (ICU). The procedure was aborted after the effusion. It was further reported that the patient was still an inpatient at the hospital, being treated for stroke.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the transesophageal echocardiography (tee) images were obtained. The venous access on the right femoral vein was performed. Once transeptal puncture was performed there was a drop in blood pressure. The anesthesia staff alerted the physician and then asked for the tee physician to look for an effusion. Once the effusion was confirmed, protamine was administrated to reverse the heparin. Pericardiocentesis was performed by the physician and the vital signs returned to normal. The patient received blood transfusion and was stabilized in the catheterization laboratory and sent to recover in the intensive care unit (ICU). The procedure was aborted after the effusion.